Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. It was unable to perform displacement test due to motor error alarm. Device had minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The customer stated he had an MRI done that day but the insulin pump was removed and was sitting in his hat on a chair 30 feet from where he was. Customer did the rewind and stated that the insulin pump alarmed motor error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.